Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Patient's legal counsel further reported that fluid and a trochanteric bursa were allegedly noted during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent a right hip revision on (B)(6) 2012 and a left hip revision on (B)(6) 2012. The right hip revision operative report noted the revision was due to pain and elevated metal ion levels and the presence of fluid, a trochanteric bursa filled with an infiltrative material, pseudotumor material and lack of bony ingrowth on cup. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And "material sensitivity reactions.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-01090 /-01091 /-01092 /-06184 /-06185).